Event description:
It was reported to philips that the sound at inspiration was louder than usual. The device was in use at the time of the event. The device was replaced when an abnormal noise was emitted and there was no other medical intervention except for replacing the unit. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and confirmed the reported phenomenon. The place of the vibration-proof ring was adjusted and the phenomenon was resolved.